Event description:
A malfunction was reported with the customer's pump, displaying malfunction code malf 0. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support resolved the issue by sending a replacement pump to the customer. The customer acknowledged instructions on how to put the pump into storage mode before returning it, as well as the steps to follow upon receiving the replacement. The problematic pump was to be returned to tandem using a provided return box and pre-paid label within 10 days.